Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was in a nursing home due to a stroke, developed sores and erosion occurred. The implantable neurostimulator (ins) was removed. The pt had a new ins and lead implanted in the abdominal area. Additional info has been requested, a f/u report will be sent if additional info becomes available.